Event description:
It was reported on (B)(6) 2010 that there was a loss of therapeutic effect after the first 8 days. Patient experienced a "biting or burning' sensation when device was still on. Patient left the device off most of the time then. Patient stated the morning after his sutures were removed, he woke up with a "burning or buzzing" sensation all along the leads. Patient stated he did not do anything strenuous that would have caused those leads to migrate. Patient stated hcp did fluoroscopy to assess lead placement and reported they were in the correct area. Patient stated he requested hcp to lay that fluoro image over the initial image from the surgery, but he stated the hcp declined. Patient sated if he moved his head "2-3 inches from center", he felt the pain. Patient stated if he "scrunch my nose" or "purse my lips" it causes pain. Patient stated he did initially feel the stimulation change when he moved his head a certain way. Patient reported the "burning and biting" he feels now was very different from that stimulation he felt initially. Palpating did not cause stimulation changes. Patient stated he had been reprogrammed 4 times. Patient states the "burning or biting" sensation never changes. Patient stated he has turned stimulation down to 0.2 - 0.3 but still had the same sensation. A company employee reported the patient's symptoms were at the lead-extension connection location. The current impedance measurements were normal. Impedance check was also performed with head in different position and stated all were within normal range. On (B)(6) 2010, patient reported while stimulation was turned on, there was a burning sensation. Caller reports "biting and burning along lead wire". Patient stated reprogramming had helped some with pain. Patient stated just as they were getting ready to leave, they spoke with the company representative about cycling and thought the device was going to be programmed for cycling 10 min on and 2 min off. Patient did not feel the device was cycling and constantly felt stimulation. On (B)(6) 2010, the patient stated that he was having pain if the device was on for too long. Patient stated that he felt like it was "biting" by the leads. Patient would like the rep to program it so that it was off for a longer period of time. On (B)(6) 2010, the patient did not have his system on because his health care provider had concluded the lead needed to be replaced. The patient was scheduled to have surgery to fix the problem. The implanted neurostimulator battery is located in the head for the off-label indication of occipital neuralgia. On (B)(6) 2010, patient now had a new physician who would be replacing left lead because of x-rays determining issue with that side. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).